Event description:
It was reported that the customer had frequently no or intermittent response by button press (all buttons). Customer stated that the time clock changed. Customer pressed the button slowly. Pump was not dropped or exposed to moisture. Keypad was not locked and no alarm or bolus was in progress. Customer had no button error alarm in the history. Customer removed the battery for 5 minutes. Buttons were not okay. Customer was asked to return the pump for analysis. No further details given.

Manufacturer narrative:
It was found that the insulin pump had an intermittent button response due to moisture damage keypad traces. Insulin pump also had a minor scratched lcd window, cracked case near display window corners, and a cracked reservoir tube lip.